Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that when inserting a sensor on (B)(6) 2019, the insertion site bled, and that they had accidentally thrown the transmitter into the garbage with the previous session's sensor. They stated that the transmitter was cleaned with 3-4 alcohol wipes, and several hours after removing the system due to bleeding, they took tylenol as they felt feverish and went to bed. At 4:00am, the patient's spouse brought them to the hospital, where they underwent a CT scan, but did not report any antibiotics or other treatment. Per medical safety review of the complaint, the transmitter is designed such that it does not directly contact the patient and can easily be sanitized between sessions. Additionally, the timescale between device insertion and the reported fever would be an unusually rapid development of infection. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.